Manufacturer narrative:
The returned meter was measured with the retention test strip lots 64708110 and 62216010 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 45% donor 2 hct: 45% testing results: donor #1: retention meter and master lot strips: 2.9 inr returned meter and retention strips (lot 62216010): 2.8 inr. Returned meter and retention strips (lot 64708110): 2.8 inr. Donor #2: retention meter and master lot strips: 3.1 inr. Returned meter and retention strips (lot 62216010): 3.1 inr. Returned meter and retention strips (lot 64708110): 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material complies with specification.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6). At 1:11 pm, the meter result using test strip lot 62216021 with expiration date 31-dec-2023 was 1.6 inr. At 1:50 pm, the meter result using test strip lot 64708121 was 2.6 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer states their results are usually between 2.2 -2.6 inr. The customer tests every two weeks.

Manufacturer narrative:
E3-occupation is patient/consumer. The meter and test strips were requested for investigation. The meter has been returned for investigation. The investigation is ongoing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.